Event description:
Medical affairs was unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is a malfunction: pt claims meter powers off during use. Pt had symptoms, which included feeling thirsty, dizzy and a headache. Pt took insulin after trying to attempt to use the meter. Pt was taken to the hosp. Hosp meter read 216mg/dl and pt was treated with insulin. Based on the info provided, pt did not suffer a serious injury.